Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the unexpected restart, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. The motor functioned properly and no stuck anomaly occurred. There were no prime/fill anomalies noted during testing. The unit was tested with a water-filled reservoir. Several boluses were programmed and delivered. No low battery alarm was noted. The following physical damage was found: minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was stuck in fill tubing loop; insulin shot out of the insulin pump during the manual prime process. The patient's blood glucose at the time of incident was 405 mg/dl, which he treated with insulin pump therapy. Troubleshooting was initiated for the prime and rewind anomaly. The customer was unable to exit the "preparing to prime" loop. Troubleshooting could not occur for the high blood glucose due to the menu loop. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.